Event description:
Boston scientific crm received and reported the following info: "this implantable left ventricular epicardial lead was attempted for implant. The physician tried to release the lead from the delivery system, but the lead got caught on the chest wall, and pulled the screw out of the heart which caused a muscle tear on the heart. Another lead of the same model was successfully attempted and implanted. The pt was brought back into surgery to stop the bleeding, and a secondary lead was put in for back-up. The local area sales rep did not know the current pt status."